Manufacturer narrative:
Physio-control further evaluated the replaced therapy connector and the cause of the reported issue was determined to be due to a broken pin in socket 8, which would prevent installation of paddles or a therapy cable.

Event description:
The customer contacted physio-control to report that their device had a broken pin stuck in its therapy connector, which caused the device to not be able to charge defibrillation energy when the charge button on the standard hard paddles assembly is pressed. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had a broken pin stuck in its therapy connector, which caused the device to not be able to charge defibrillation energy when the charge button on the standard hard paddles assembly is pressed. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.